Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose level was unknown at the time of incident. Customer also indicated that the pump sent insulin continuously to their body while pressing the act button. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm and prime/fill anomalies due to motor error alarm. Insulin pump was received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.